Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer presented a rubber burning smell and turned off by it self. Also, some smoke was observed. Furthermore the programmer will be replaced and returned for repair/analysis. No patient involvement was reported.